Manufacturer narrative:
The reported field event of overestimation of battery longevity was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented remotely via merlin.net. Based on recent voltage readings, the physician believed the patient¿s implantable cardioverter defibrillator (ICD) was over-estimating the battery longevity. The patient was asymptomatic. The physician explanted and replaced the ICD. The patient was stable throughout.